Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. When powered on, the system initialized immediately and was able to take a spin. Site performed another procedure and no issues were reported.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when they plugged the umbilical cord in and turned on the system, they were unable to proceed past the system initializing screen. The event occurred intra/perioperatively. Navigation and imaging was aborted with less than one hour delay to surgical time. There was no known impact on patient outcome.